Event description:
Customer reported the serter is broken. Customer states that the needle of the sensor only goes in half way, moves, and then brakes. Customer's blood glucose level is 200 mg/dl. Customer was advised of how to properly use the serter, so infusion sets won't continue to stay stuck in the serter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.